Event description:
Same event as MFR report #'s: 6000093-2007-00550 and 6000089-2007-00551. It was reported that during a pci procedure, three balloon ruptures occurred. The 99% stenosed lesion was located in the calcified left anterior descending (lad) coronary artery. The 15mm x 2.5mm maverick otw balloon ruptured under the rated burst pressure on the initial inflation. The 15mm x 2.0mm maverick otw balloon was then inserted and ruptured above the rated burst pressure. The total number of inflations and to what atms for the 15mm x 2.0mm maverick otw balloon is unk. The 15mm x 2.0mm maverick otw balloon was exchanged for a 15mm x 2.0mm maverick2 monorail balloon which also ruptured. The total number of inflations and to what atms is unk for the 15mm x 2.0mm maverick2 monorail balloon. The procedure was successfully completed with rotational atherectomy. No patient injuries or complications were reported. Patient status is reported "good."